Event description:
It was reported that; the tip of the 4.5mm tap allegedly snapped off in the patients pedicle. The last bit of the thread snapped off while they were removing the tap from the pedicle. The tip was removed from the patient's bone and this resulted in an hour's delay to surgery. Piece of device snapped in the patient's pedicle. Surgeons had to fish out the piece of tap that snapped off which delayed finishing the procedure for approximately 1 hour. X-ray to confirm that the piece was still in the patient

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. The visual inspection implicates the tap likely fractured by torsional overload. Conclusion: the most probable root cause of the tip fracture is due to the lack of awl usage (reported by the stryker rep).

Event description:
It was reported that; the tip of the 4.5mm tap allegedly snapped off in the patients pedicle. The last bit of the thread snapped off while they were removing the tap from the pedicle. The tip was removed from the patient's bone and this resulted in an hour's delay to surgery. Piece of device snapped in the patient's pedicle. Surgeons had to fish out the piece of tap that snapped off which delayed finishing the procedure for approximately 1 hour. X-ray to confirm that the piece was still in the patient

Manufacturer narrative:
Device history review and device inspection. The visual inspection implicates the tap likely fractured by torsional overload. Manufacturing files were reviewed and no anomalies were found. Conclusion: the most probable root cause of the tip fracture is due to the lack of awl usage.